Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a calibration error alarm and bad sensor alert. Customer also reported to have received a threshold suspend when blood glucose was not low. Customer reported to have received threshold suspend when blood glucose were 400 mg/dl and 500 mg/dl. Customer was advised that sensors would be replaced.